Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo_12.1; -7.00 diopter implantable collamer lens patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a longer length lens due to low vault without rotation. This resolved the problem. Cause of the event was reported as unknown.

Manufacturer narrative:
D2: mta. Claim# (B)(4).